Event description:
Pump issued an alarm 20 while being used by a 19-year-old woman in slovakia during pumping, leading to a distributor complaint. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge, the alarm persisted, preventing resumption of insulin therapy. Consequently, the pump was replaced under warranty, and the customer was informed about the need for replacement. The company arranged for a replacement pump to be provided, with instructions given for its storage during transport. The problematic pump was slated for return to tandem.